Event description:
It was reported that video system center had error 333. The issue was found during inspection for use. There were no reports of patient involvement.

Manufacturer narrative:
The customer contacted olympus technical assistance support (tac) via phone. No troubleshooting was performed. The customer informed tac of the event. The device will not be returned to olympus for evaluation. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: g3, g6, h2, h3, h6, h11. The device was not returned to olympus for inspection, and the reported failure was not confirmed. The customer contacted olympus technical assistance center (tac) via phone and reported the event. The product was not returned to olympus for inspection; however, tac provided remote troubleshooting. An e333 error message (touchscreen-related alert) was displayed on the otv-s200 system. The troubleshooting successfully resolved the reported issue. A definitive root cause could not be identified. Based on the results of the investigation. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.